Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be performed as no sample was returned for analysis. A device history record review was performed on the kit and the lor syringe with no relevant findings. A corrective action is not required at this time as the reported complaint could not be confirmed and a root cause could not be identified based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The potential cause of lor syringe leak could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the lor syringe leaked during use. No patient injury or harm reported.